Event description:
It was reported that the patient had to have his stimulator explanted as it got infected and his body rejected it. All components were explanted in (B)(6) 2014. Additional information was requested from the patient¿s physician, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).